Event description:
Device malfunction. Premature stent deployment. Time of malfunction: during the procedure. Symptom/ae:none. It was reported that during a stenting procedure, "the stent deployed by itself without any maneuver by the physician." Add'l info and clarification was requested, but was not provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.